Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Svn: (B)(4). Start date of the sensor: (B)(6) 2021. Start hour of the sensor: 00 3. Sensor start missing reason: 4.. Location of sensor insertion: arm 5. Date of sensor alert: (B)(6) 2021. Hour of sensor alert: 00. Sensor alert missing reason:(B)(6) 2021 15:40:33 (B)(6). Complaint: (B)(4). Complaint status: in process. (B)(6). Ref: (B)(4). Inquired what led up to the complaint. Customer response: high bg high bg/under delivery t/s per dop114-980. Details of what led up to event: customer had a high bg event on monday, (B)(6) 2021. Patient's bg at time of incident: 537 mg/dl. Patient's current bg value (at time of call): 96 mg/dl. Is customer currently reporting any symptoms related to their high bgs: no customer reports they do not feel okay to t/s. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer is not calling back to perform an hp test. Was customer using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of high bg event: no customer reports they are unsure if they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: customer changed inf set and reservoir. Recent high bg event began: on (B)(6) 2021. Inf was last changed prior to event: unknown. Explained the 2 high bg rule. Based on customer report customer does not allege pump was under delivering. Adv leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Adv that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Adv high bgs may occur if the insulin is expired or cloudy. Customer declined to check for possible site/insulin issues. Adv inaccurate pump settings may result in hbgs. Adv if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Customer declined to check their settings. Adv the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. Adv if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. If they do not have the necessary equipment to test this alarm we can send it to them. Customer declined to test pump. Adv to change entire set, reservoir and insulin and treat per hcp's instructions. Adv to call back for assistance. Customer's outcome pertaining to the complaint: sending 3 new sensors ship: 3/return: nothing 20.09. - 20.09. 21.09. - 21.09. 21.09. - 22.09. Country: (B)(6). Input date: (B)(6) 2021. Warranty start: 00/00/0000 warranty end: 00/00/0000.